Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient's transmitter is not staying connected to the g6 mobile app. Data was returned and evaluated. The reported event was confirmed via data, as signal loss was observed in the logs. Probable cause could not be determined. No additional event or patient information is available.